Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the battery died and they shut it off before it died since 2019. Patient wanted to know if the ins battery could leak. Patient asked if they should have the implant removed. Patient said the healthcare provider put it in too high and that's why they can't get a new one. Patient asked if it would be hard to get the implant out because it must be fused in with their spine after so many years. Agent reviewed device function and recommend patient consult with hcp ofc for any concerns with replacement / removal. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist reviewed info and redirected to healthcare provider.